Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was revealed to be amorphous carbon, organic silicone rubber material, and cellulose fiber. Since amorphous carbon was sphere-shaped, there is a possibility that it may be the origin if carbon beads were used in the subject facility. The organic silicone material may be a chipped piece of rubber materials used for accessories of the endoscope such as a packing of the air/water valve, a tube for cleaning, and tubes for water container. Cellulose fiber was not derived from the endoscope, and it may be fiber of a lint-free cloth and a towel which were used in the peripheral environment. It is likely from the clogged condition of the foreign material that amorphous carbon clogged the air/water nozzle first, which led to narrowing the opening of the air/water nozzle. Then, the organic silicon material and cellulose fiber may have clogged. However, the definitive root cause was unable to be determined. The event can be prevented by following the instructions for use (IFU) which state: "instructions, operation manual chapter 3 'preparation and inspection' section 3.3 'inspection of the endoscope' and section 3.8 'inspection of the endoscopic system' describe how to inspect for the subject event as below. Inspection of the endoscope - inspect the air/water nozzle at the distal end of the endoscope for any irregularities such as abnormal swelling, bulges, and dents. Inspection of the objective lens cleaning function -inspection of the water feeding function 1 keep the air/water valve¿s hole covered with your finger. 2 depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was not confirmed. In addition to the foreign objects in the nozzle, the evaluation findings were as follows: due to deformation of the "up/down" knob, water tightness was lost, due to a crack on the bending section cover, insulation resistance value at the distal end did not meet standard value, due to wear of the angle wire, bending angle in the "up" direction does not meet standard value, due to wear of the angle wire, the play of the "up/down" knob was out of standard value, the adhesive on the bending section cover had a chip, crack and white clouded area, due to clogging of the nozzle, water removal ability did not meet standard value, due to damage on the flexibility ring, flexibility adjustment function does not work, the adhesive around the objective lens was peeled, the adhesive around the light guide lens was peeled, the plastic distal end cover had a dent, the connecting tube had a scratch, the universal cord had a scratch, the grip had a scratch, and switch #2 had a scratch. Additional information obtained identifies the product was cleaned, disinfected, and sterilized before it was sent to olympus. The customer did not know what the foreign material was. There was no delay in the start of precleaning. The customer flushed the air/water nozzle with water and air. There were no abnormalities in the accessories used for reprocessing. The customer flushed the air/water nozzle/channel with detergent solution. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer initially reported to olympus that the colonovideoscope had a communication error code. There were no reports of patient harm. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: foreign objects were found in the nozzle.